Manufacturer narrative:
Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for mixed product on lot # 7306563. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 7306563 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the above, no additional investigation and no CAPA is required at this time investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that an unspecified number of syringe 0.3ml 31g 8mm whole unit 10bg 500 experienced a mixing of product types in a pack. The following information was provided by the customer: material no: 328438, batch no: 7306563 it was reported: that the consumer noticed his syringe had 1/2 unit markings on his syringe when he was trying to read the syringe in the bottle. Incident date# (B)(6) 2019. He gets the whole unit syringes. While providing me the ndc # from the bag, he realized there was 5 bags of 1/2 unit bags and he found 5 bags of whole unit bags in the box. He is not sure if the box was sealed during his purchase. The poly bags were sealed. Item# from the box is 328438; lot# 7306563; expiration date - 10/31/2022. Lot# from the poly for 1/2 unit - 5243659a; expiration date not available. Item# 328440.